Manufacturer narrative:
H.6. Investigation: a device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. One (1) sample was received from the customer for investigation. The sample was visually examined using unaided vision and it was observed that there is liquid in between the stopper ribs. The sample was not able to be leak tested due to potential contamination of the testing equipment as the sample had been in contact with an unknown liquid with droplets of the liquid still present in the syringe. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. CAPA# 55639 was initiated. H3 other text : see h.10.

Event description:
It was reported that leakage occurred during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, ¿reference number 309653, lot number 9056787. Seeing fluid in the black space of the plunger. Have seen multiple. Not sure if all the same lot number.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, ¿reference number (B)(4), lot number 9056787. Seeing fluid in the black space of the plunger. Have seen multiple. Not sure if all the same lot number.¿